Manufacturer narrative:
According to the pt, she was treated with a xenmatrix graft and developed an infection, which is stated as a possible adverse reaction in the product's instructions for use. Although there is no indication that the xenmatrix contributed to the alleged infection, the warning section of the IFU states that if an infection develops to treat it aggressively. A review of the mfg record did to show evidence of infection transmission from the xenmatrix graft. Product was sterilized per specification as stated in (B)(4), (B)(4)2010. Based on the info rec'd, it is unk whether the device may have contributed to alleged event. No product has been returned. No conclusion can be drawn at this time. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date.

Event description:
According to info reported by pt: (B)(6) 2010 - the pt underwent xenmatrix implant and developed an infection. On (B)(6) 2010 - pt was treated with placement of wound vac therapy.